Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was covering over half of the balloon. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. Two kinks were found on the catheter tubing approximately 74.9cm and 76.5cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 2.5cm from iab tip. The optical fiber was found to be broken; this confirms the unable to calibrate fiber optic sensor alarm. We are unable to determine when this may have occurred. The reported auto-fill failure, blood detected alarm, and difficult/unable to inflate could not be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not unfurl. An auto fill failure alarm was generated. The iab was replaced and worked properly. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not unfurl. An auto fill failure alarm was generated. The iab was replaced and worked properly. There was no injury or harm to the patient. As per customer upon placing iab and pressing start, the console alarmed as fiber optic unable to calibrate. As the customer was weaning the patient from cpb (cardiopulmonary bypass) after some time there was an attempt to re zero, which did not work. The customer was unable to calibrate and the alarm continued, eventually (~15 min later) a blood leak alarm occurred. There was no leak found. The iab was replaced and worked uneventfully thereafter. The indication for use for low ef (ejection fraction).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not unfurl. An auto fill failure alarm was generated. The iab was replaced and worked properly. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) would not unfurl. An auto fill failure alarm was generated. The iab was replaced and worked properly. There was no injury or harm to the patient.